Event description:
It was reported that sensing thresholds and impedance had decreased and there was no capture. Perforation was suspected. Echo did not confirm perforation, but the lead tip was difficult to visualize. There was no pericardial effusion. The patient requested a different lead.

Manufacturer narrative:
No medwatch form was received.